Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed, specifically an electrogram (egm) and device parameters. The health care professional (hcp) was curious if technical services (ts) thinks the episode in question shows a supraventricular tachycardia (svt) and, if so, if there are any programming changes that can be made to prevent therapy. Ts noted that while the right ventricular (rv) lead and shock egm morphology in the episode is different than the presenting egm and atrial tachy response (atr) egm episodes previously seen, the atrial egm morphology does appear similar to both the atr and ventricular episode. This could point towards svt with aberrancy. Alternatively, this could be a vt with v-a conduction. This tachyarrhythmia is detected in the vt-1 zone and 5x atp (unsuccessful) and 1x 41-joule shock (successful) are delivered. Therapy is delivered due to an uncorrelated rhythm ID score with a rate greater than a fib rate threshold (170 beats per minute) and a stable rhythm. Programming considerations were discussed if the patient does not want to treat this arrhythmia. Ts noted this is strictly a clinical decision. No adverse patient effects were reported. This product remains in service.